Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The sample which was received at the irvine technology center (itc). However, the sample¿s laser radio frequency identification (rfid) tag was read, and the sample was found to not be associated with the customer¿s reported lot. The sample is unrelated to the customer¿s reported event. The returned sample was connected to a calibrated constellation system, and it was successfully recognized. A visual assessment of the returned sample revealed no nonconformities. The probe was able to be inserted through the trocar, and the no problem was found with the cannula or tip length. Functional testing was not required. Refer to the attached investigation. Based on the results of this investigation, the reported event cannot be confirmed. Sample evaluation at itc found the sample to be not associated with the customer reported event after the rfid tag lot was read. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract vitrectomy surgery an opathalmic operating surgical probe could not be inserted. Procedure was completed using another probe. There was no patient contact and harm reported.